Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1461. The pt has two leads implanted with the same lot number. It was reported the pt is no longer receiving effective stimulation. The pt states that her pain on the right side has gotten worse down her right leg, where the ipg is located. She is being treated with a fentanyl patch and lorcet. She does feel tingling on left side and sometimes has pain and tingling down right leg even with stimulator turned off. The pt was advised to contact her physician to address the pain issue. An sjm rep met with the pt and reprogramming was able to provide better coverage. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Add'l info - 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.